Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low speed operation; however, evaluation of the returned portion of driveline from (B)(6) did not find damage that would have contributed to the reported event. The submitted log files contained overlapping data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8400 rpm until (B)(6) 2019 at 9:30:01 am when the log file recorded a low speed operation event. The log file recorded further low speed operation intermittently through 9:31:51 am. The pump regained speed on its own and remained above the low speed limit for the remaining duration of the log file. The patient was operating on their power module for all abnormal pump operation. Based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline repair was performed on (B)(6) 2019 and the replaced portion of driveline was returned in a segment measuring approximately 19.5 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found superficial damage to the silicone sleeve on the driveline and there was breakdown in the metal braided shield approximately 2.5 inches from the metal connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Multiple attempts for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on (B)(6) with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Incidental finding: visual inspection of the driveline found superficial damage to the silicone sleeve on the driveline and there was breakdown in the metal braided shield approximately 2.5 inches from the metal connector. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient reported multiple low speed advisories. The patient was asymptomatic. There were no unusual events seen within the log file. No low speed advisories were seen. Lowest speed recorded was 8590 rpm which is above the low speed setting of 8400 rpm. This did happen during a pi event. Additional information received on 05 jun 2019 stated that during the analysis of the log file, low speed advisories with the lowest speed recorded being 6160 rpm were observed while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-rays of the driveline were provided and were reported to be unremarkable. Additional log files continued to show low speed advisories with the lowest speed recorded being 6160 rpm, while attached to the power module. An external driveline repair was requested and was performed on (B)(6) 2019. It was also noted that the patient was sleeping on battery power. No further information was reported.